Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline and would not open. A field service engineer (fse) found that the module controller had no lights and replaced it, but it still did not start. The fse unplugged both drawer controllers and plugged them in one at a time to identify the faulty one and drawer 6 was found to be causing the issue. The fse replaced the drawer board and, with the help of the technical support specialist (tss), configured the drawer and tested its functionality. The customer verified that the drawer was working properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower, the drawers were offline and would not open. The customer stated that the malfunction occurred during medication dispensing, and accessing medications from another pyxis station caused a delay in patient care. There were no adverse events or injuries reported based on this event.